Event description:
A report was received that the patient was explanted due to an infection at the midline incision. The patient's symptoms were redness, soreness and pain. The patient was prescribed IV antibiotics and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70 serial#: (B)(4) model description: artisan 2x8 lim, 70cm. Explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.